Event description:
During evaluation of a returned novum iq syringe pump, the device alarmed system error 21502 (flange sensor failure). This occurred during evaluation, therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of the returned device, a system error 21502 (flange sensor failure) occurred. A sticky substance was found inside plunger driver sleeve causing plunger driver to not open. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The mechanism and flange assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.